Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an excision of intestinal polyp procedure performed on (B)(6) 2025. During the procedure, the band was detached automatically just within the ligator cap. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and showed the ligator head with all the seven bands attached. Some of them were moved from their position and overlapped. The complainant reported the anatomy location was in the intestines; however, according to the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction.

Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy. H11: the returned speedband superview super 7 was analyzed, the device returned with seven bands still attached to the ligator housing, some of them overlapped, the ligator housing teeth were found bent and the handle has evidence that the trip wire was secured. Per media analysis, the photo showed that all bands still attached to the ligator housing, one band was overlapped. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. This failure mode may be attributed to the physician's technique or the handling of the device during attempts to deploy the bands using the handle. The placement of the device or the tortuosity encountered during the procedure may have impacted the functionality of the handle while attempting to deploy the bands. It could also be a possibility that depending on the technique used to grab the varix or polypus by the ligator unit, the suture could have been misplaced by the movement of the procedure and making the bands not able to deploy accordingly. The marks on the ligator housing teeth suggest that the device may have been used with excessive force, causing damage. Alternatively, the damage could be due to the physician's method of inserting the device through the patient. This damage has impacted the functionality of the handle during band deployment. It is likely that the bent ligator housing teeth affected the release of the bands from the suture. Based on all gathered information, the probable cause selected is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 multiple band ligator is not intended for ligation ofesophageal varices below the gastroesophageal junction.", however, the device anatomy location was in the intestines.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an excision of intestinal polyp procedure performed on (B)(6) 2025. During the procedure, the band was detached automatically just within the ligator cap. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and showed the ligator head with all the seven bands attached. Some of them were moved from their position and overlapped. The complainant reported the anatomy location was in the intestines; however, according to the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction.